Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient had magnetic resonance imaging (MRI) over the weekend. The pump went into "safe mode" and shut down. The patient followed up with the doctor to reset the pump, post-MRI. After the pump was reset the dose and concentration was ".1 something". The patient forgot he had an extra bolus of medication to give himself. The personal therapy manager (ptm) was not working. The patient stated that all he had to do when he got the ptm to give himself a bolus, was to press the power key and then the bolus button to successfully get a bolus. When the patient followed these steps, he did not get a bolus. The issue started on (B)(6) 2017. The ptm batteries were replaced. The patient was not using an antenna. The patient tried to give himself a bolus, and saw a pump, ptm, and ch eck mark appear on the screen of the ptm. It was reviewed how to successfully get a bolus. After the patient followed the steps they saw a communication unsuccessful screen. Kodak extra light batteries were being used. The recommended batteries were reviewed with the patient. The ptm was still not operating as expected. The patient put new energizer max batteries (heavy duty batteries) in the ptm. The patient saw a "disabled" screen. It was recommended the patient consult with their healthcare provider as well as get regular alkaline batteries. No symptoms were reported. No out of box failure and no medical or therapy problem associated with small parts was reported. No further complications were reported.